Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the lens was stuck injector. Patient contact was reported. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger has advanced the lens to near mid-nozzle. The lens was rotated sideways in the device. The trailing haptic was folded onto the optic surface. The leading haptic was extended with distal tip oriented toward the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The used device was inspected. The lens was rotated sideways in the device. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).